Event description:
The pt reported to the MFR in 2006 that the left side peripheral nerve stimulation is not working and the right side is "zapping" her. The pt also reported that she falls a lot. The pt did not allege that any recent fall has been attributed to an electric jolt from the ins. The pt indicated that she went to the hospital for follow-up. It is unk whether she was admitted and hospitalized or if she received medical treatment for the reported product problem. The medtronic rep was consulted via phone and recommended turning the device off. The pt anticipates follow-up for device interrogation. Additional info has been requested from the physician. No report of device explantation has been received and the product has not been returned for analysis. A follow-up report will be sent if additional info becomes available.